Event description:
Olympus was informed that a gastroscope was cultured as part of the user facility's monthly surveillance testing. The gastroscope was reprocessed in a medivators dsd edge with rapicide prior to conducting the tests. The test results indicated that the suction channel of the gastroscope was tested positive for e-coli. There was no pt infection associated with this report.

Manufacturer narrative:
The gastroscope was sent to an off-site laboratory for microbiological testing. The results of the testing are not yet available. A physical eval of the gastroscope will follow once the gastroscope is rec'd from the laboratory. A supplemental report will be submitted if add'l and significant info becomes available later.